Manufacturer narrative:
Combination product: yes. The returned device was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon is still well folded. Contrast medium was observed inside of the inflation lumen and the balloon lumen. The stent is still crimped on the balloon in between the two x-ray markers and the crimped diameter is still in specification. The distal end of the balloon shows a damage in the shape of a 0.3 mm long tear/cut underneath the distal strut row. This tear/cut is reaching through the wall of the balloon shoulder, causing a leakage. However, the cause of the damage cannot be clarified. Review of the production documentation verified that the device detailed above was manufactured according to specifications. The device fulfilled all the requirements of in-process and final inspection. In addition to visual inspections each device is tested for air tightness by means of a helium leak test. The device was delivered in a leak-proof condition. Based on the conducted investigations no material or manufacturing related root cause could be identified.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a non-calcified lesion in a mildly tortuous part of the mid lad. Upon lesion crossing, the stent could not be expanded. The balloon could not be inflated at all.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a non-calcified lesion in a mildly tortuous part of the mid lad. Upon lesion crossing, the stent could not be expanded. The balloon could not be inflated at all.

Manufacturer narrative:
Combination product: yes.